Event description:
It was reported that the day after having a spinal cord stimulator scs implant procedure, the patient had oozing and blood at the incision site. The physician reviewed the wound and believes the suture failed to close. New dressings were applied to the incision site and the patient was administered antibiotics. Steristrips were applied which sufficiently closed the wound and stopped the bleeding. Patient was doing well, and is expected to fully recover.